Event description:
(B)(4). The permanent birth control device essure that I've had inserted into me exactly a year in (B)(6) failed and I became pregnant! My pregnancy is considered high risk due to the coils and my baby has to be monitored at every appointment to make sure one of the coils doesn't puncture the amniotic sac causing me to loose my baby. Not to mention that I had tried extremely hard to prevent this from happening and was told that there was only a .1 percent chance it could fail now I find that not so true...I'm unable to work due to this pregnancy...